Event description:
Patient left voicemail indicating issues "nothing but trouble" with stryker left knee. Update: patient can't walk or stand without "excruciating pain" and has to use a wheelchair. Patient would like to know if implants are subject to a recall.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.